Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution. Device failure occurred, but did not cause or contribute to death.

Event description:
It was reported that the vns patient underwent surgical replacement of the generator due to battery depletion. The pulse generator could not be interrogated. It wws reported that the patient did not perceive the stimulation in both, normal mode and magnet mode. The explanted generator was returned to the manufacturer. Analysis of the device confirmed the reported battery depletion. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. It was noted during the device analysis that the battery was swollen, as the width of the battery case measured 0.2590 inches, which does not meet the specification requirements: the battery case width limit is between 0.219 inches minimum and 0.229 inches maximum. Prior to opening, the pulse generator case width was not measured, as it did not feel swollen. The cause for swollen battery was not determined. Other than the noted event, there were no additional performance or any other type of adverse conditions found with the pulse generator. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution. Further information was received indicating that the explanted generator was treated with a neutral detergent disinfectant and then stored away from light at room temperature.

Event description:
Programming history for the patient's device was received for review and it indicates that the device was communicating and no battery depletion was present on the date of the event. No diagnostic data are available. No programming anomalies were identified.

Event description:
Further analysis was run on the battery cell of the pulse generator. Open circuit voltage was measured at room temperature and it returned 589 (B)(4). A mid-cell thickness measurement returned 0.2563 inches. For reference, the nominal thickness specification for a beginning-of-life model 2075 cell is 0.224. X-ray analysis on the returned cell showed no apparent component defects. The device history and electrical test burn-in records were reviewed. No abnormal or defective conditions were noted during the manufacture of the cell. The cell met specifications for shipment. Microcalorimetry analysis of the cell was conducted in an effort to determine if there was any evidence of internal loading. The cell was stabilized at 37 degrees c and monitored for heat dissipation. The microcalorimetry measurements indicate a loading mechanism was not present during the monitoring period. The returned cell was subjected to impedance analysis, which returned a value at 1000 hz which is consistent with a depleted cell. The manufacturer of the cell uses a 0.1% continuous sampling plan for carbon monofluoride life testing. The cells are randomly selected from production and placed on a 100ko constant resistive load at 37 degrees c. Every month the cells are subjected to a background measurement. For the returned cell, the life test performance for cells having similar serial numbers (2 above-2 below) was reviewed. The four cells exhibit normal discharge characteristics to date. The returned cell was sent for destructive analysis. The electrodes appeared wet with electrolyte. The cathode and anode separators were thoroughly inspected twice at magnifications between 10x and 63x. No tears were noted in the cathode separator. No distortions of the anode or cathode screen were noted. All anode and cathode lead welds were satisfactory. No defective conditions were identified during the destructive analyses of the returned cell. The glass-to-metal seal was inspected. Resistance measurements were taken between the pin and the lid. The cell exhibited a pin-to-lid resistance value of 50 go. Additionally, the header assembly passed the leak testing the open circuit voltage, mid-cell thickness, impedance and microcalorimetry measurements are all consistent with a depleted cell. The cathode separator was inspected twice at magnifications between 10x and 63x. No defects were noted in the cell assembly. The cell exhibited an acceptable pin to lid resistance value of 50go. Additionally, the header assembly passed the leak testing. No defects were identified during the destructive analysis that would account for the early depletion of the cell.